Event description:
It was reported that during a ventricular lead extraction, a nick was noted in the atrial lead insulation where the two leads may have been rubbing together. Both leads were extracted.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 15.2 cm from the connector pin. The proximal coil was exposed in the same area which could have caused the reported sensing anomaly.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.